Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a contact popped off of the spinal cord stimulator (scs) paddle lead. This was confirmed through x-ray.